Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) investigation was performed, and the reported event was not replicated. The fse could not reproduce any errors or malfunctions described by the customer. No issues were found with intuitive equipment. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure that the surrounding monitors went blank. The control box did not allow the user to select the input. The caller confirmed that the touchscreen monitor on the vision side cart (vsc) and surgeon side console (ssc) were still functioning. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the caller plug the digital video interface (dvi) cable from video output 2 to video output 1. Another nurse came on the line and asked how to just display the ultrasound image and endoscope image. At the moment, the customer had x3 picture in picture ultrasound images, even though nothing was connected to video output 2. The caller advised that they were converting the procedure to open due to the patient's anatomy and the call ended. Intuitive followed up with the customer and was advised that there is no additional information available.